Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during a follow-up. Sudden drop in battery was observed. Review of the session records confirmed battery depletion. No hv charging or increased battery current was noted. Closely monitoring and bringing the patient in for monthly follow-up was suggested. Further actions will be discussed with the physician. The patient was stable before, during and after the interrogation.

Event description:
New information received indicates that the device was explanted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. High current was observed during bench testing and was traced to the rf module. The cause of the premature battery depletion was due to excess current on the rf module.